Event description:
It was reported that a malfunction occurred with the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after following these instructions, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue arises.